Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the photographs submitted for evaluation. Bd received two photographs which displayed the product after withdrawal with the reported fractured needle. The reported issue was confirmed upon inspection of the received sample. The needle was confirmed to be broken from the notch, which is the thinnest point of the needle. Considering the conditions of the sample the team could not confirm these defects to the manufacturing process. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.

Event description:
It was reported that saf-t-intima w/prn yel 24ga x .75in needle broke. The following information was provided by the initial reporter: the product was punctured successfully during use, but after withdrawal, it was found that the needle was fractured in the extension tube.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that saf-t-intima w/prn yel 24ga x .75in needle broke. The following information was provided by the initial reporter: the product was punctured successfully during use, but after withdrawal, it was found that the needle was fractured in the extension tube.